Event description:
The customer reported that she was taken to the emergency room due to blood glucose levels greater than 600 mg/dl. The customer stated that her blood glucose levels just kept rising prior to the event. The customer also reported weak battery, button error and multiple motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No button error alarms noted. However, corroded keypad traces noted during visual inspection. No weak battery alarms noted. Missing end cap sticker, cracked reservoir tube lip and scratched display window noted during visual inspection. No unexpected weak battery alarms noted. No motor error alarms noted. However, moisture damage was noted on motor assembly.